Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report. 1. Section h. Box 1. Type of reportable event this report is associated with MFR report number: 1.3005168196-2021-01150 h3 other text : placeholder.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2021-01151. Please note that the following section was inadvertently missed on the initial MFR report and is being updated on this follow-up # 01 MFR report:3005168196-2021-01151. This report is associated with MFR report number: 1.3005168196-2021-01150

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Potential adverse events in the labeling with the neuron max system include, but are not limited to, dissection or perforation, distal embolization, emboli, vessel spasm, thrombosis, intracranial hemorrhage, ischemia, including death. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2021-01150.

Event description:
The patient was undergoing a thrombectomy procedure in the vertebral artery using neuron select catheter 5f (5f select), a neuron max 6f 088 long sheath (neuron max), and a guidewire. During the procedure, while advancing the 5f select through the neuron max over the guidewire, the physician experienced resistance and, subsequently, noticed there was a dissection in the vertebral artery. Therefore, the 5f select, the neuron max, and the guidewire were removed. It was reported by the physician that the 5f select was ¿stiffer¿ than usual upon removal. The procedure ended at this point. It was reported by the physician that the vessel dissection was related to the 5f select and neuron max. It should be noted that there was no clinical outcome related to the vessel dissection and no action was taken to treat the dissection of the vertebral artery. Post-procedure, a thrombus formation was noted in the right femoral artery and was reported to be related to the neuron max.